Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose with post-breakfast hyperglycemia to the 300s and subsequent rapid decreases a few hours after meal announcements, along with increased insulin usage attributed to frequent correction dosing; one prior occlusion alarm was resolved through customer support, and no additional delivery issues were reported. Symptoms included episodes of low glucose, 51 mg/dl, and high glucose, 319 mg/dl. Outcomes included the need for additional troubleshooting and education and assignment for additional training. Investigation included review of device and user-reported data and guidance on treatment using the ilet and oral glucose for hypoglycemia. Investigation of this case revealed cause unclear for both hyperglycemia and hypoglycemia, with no confirmed device malfunction and patterns consistent with variable glycemic excursions following meal announcements and corrective insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.